Event description:
It was reported that a brand new freche probe (mcl59) failed the insulation test. This was reported to be an out of box failure.

Manufacturer narrative:
(B)(4). Results code: mechanical shock problem (not available in our system). The complaint device was returned to mxi, but not in its original packaging. The returned device was not manufactured in august 2009, but 5 years earlier in september 2004. The device showed evidence of a few impacts on the coating and the tip was bent. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi (B)(4) was opened to address these issues.